Event description:
It was reported that the stretcher wheel fell off and the stretcher reportedly tipped. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported that the stretcher wheel fell off and the stretcher reportedly tipped. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Upon completion of the investigation it was determined that there was no defect of the unit. The unit almost tipped as a result of the distribution of the patient's weight and the event of the wheel coming off of the unit was reported in error. The wheel came off of the ground, but did not become disconnected from the unit.